Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 insulin set leakage event on (B)(6) 2024. The leakage was located at the tubing. The issue was resolved by changing the infusion set and resumed insulin. No further information.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 1.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-16880. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004830 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) guideline for test of reference samples version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi version18, version1 and 4 version 6 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 9 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004830 was manufactured according to the document 4902137 version 96 on the packing process in the machine 10, on 05-jan-2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.